Event description:
It was reported that a plunger of bd posiflush normal saline syringe was difficult to move before use.

Manufacturer narrative:
Sample units belonging to lot number 7110587 were received for evaluation by our quality engineer team. Upon visual inspection of the samples, plunger resistance was identified. A device history record review for lot number 7110587 revealed one non-conformance during the production process that may have contributed to this incident. There was a recorded intermittent issue with the hosing in the manufacturing machinery at the time of this lot's production. Product associated with this defect was held for inspection and all affected material should have been rejected to scrap. It is possible that the product reported within this incident went undetected. A correction has been made to the silicone supply hosing machinery within the designated fill room to prevent this issue from reoccurring. Complaints received for this device and defect will be monitored by our quality team for emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a plunger of bd posiflush¿ normal saline syringe was difficult to move before use.